Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call, where the pinch valves for aspirate probes 2-4 were replaced. The fse then ran a 5 cup precision for certain assays, and testosterone results were high. Dark counts were checked. The fse returned the next day to perform a system decontamination with bleach solution. Following the decontamination, the fse ran reagents through the system, cleaned the luminometer, and re-checked the dark counts. It was determined that the luminometer needed to be replaced. The fse also discovered a leak in the acid reservoir and three rusty bulk bottle vent pinch valves . The acid reservoir, luminometer, and pinch valves for the bulk bottle vent were replaced. The customer continued to experience difficulty with the ipth assay, and the fse revisited the site, where it was discovered that most of the reagent and system fluid dilutors had minor damage and cracks. The acid and base pump was in poor physical condition. The fse replaced all reagent dilutors and some system fluid dilutors, and the acid and base pump. The dark counts were checked, and they failed. Two cables that control the luminometer were then replaced, a new photon counter was installed, and the photon multiplier tube and power supply were replaced. The dark counts were re-checked, and passed. After this, the customer continued to experience problems with the instrument. When the fse revisited the site, they discovered a water leak from the vacuum port, insufficient water flow, and residual bleach in the supply path. Upon this discovery, the water degasser, filter capsule, and aspirate probe wash guides were replaced. The fse ran precision on three assays, and the customer calibrated the assays and ran quality controls, which were all within range. The cause of the discordant ipth result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low intact parathyroid hormone (ipth) results were obtained on a patient sample using the advia centaur instrument. The sample was run in duplicate and both results were the same. The discordant results were not reported to the physician. A new sample was obtained, and the sample was tested. Upon testing of the new sample, the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences as a result of the discordant results.